Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-01808 addresses the other device. It was reported to boston scientific corporation that an rf3000 radiofrequency generator and an electrode were used during a radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. According to the complainant, it was impossible to increase the device output from 70w to 80w. The output was then observed to decrease and roll-off was not achieved. The physician attempted to increase the output power a second time, but was unsuccessful; the impedance level remained the same and roll-off was not achieved. The procedure was completed with the same rf3000. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-01808 addresses the other device. It was reported to boston scientific corporation that an rf3000 radiofrequency generator and an electrode were used during a radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. According to the complainant, it was impossible to increase the device output from 70w to 80w. The output was then observed to decrease and roll-off was not achieved. The physician attempted to increase the output power a second time but was unsuccessful; the impedance level remained the same and roll-off was not achieved. The procedure was completed with the same rf3000. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: the radiofrequency generator was used in conjunction with a leveen needle electrode, both of which were used to complete the procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-01808 addresses the other device. It was reported to boston scientific corporation that an (B)(4) radiofrequency generator and an electrode were used during a radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. According to the complainant, it was impossible to increase the device output from 70w to 80w. The output was then observed to decrease and roll-off was not achieved. The physician attempted to increase the output power a second time, but was unsuccessful; the impedance level remained the same and roll-off was not achieved. The procedure was completed with the same (B)(4). There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Exact patient age is unknown, but is over 18 years. The reported event: failure to achieve roll-off. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Evaluation of the returned device included a visual inspection and inspection for loose hardware, flexing of harnesses, radiofrequency (rf) energy delivery with test loads, and performance of a final test. During visual inspection, a broken nylon screw (securing inductor l3 to the rf board) was found. The device failed step 3.11 of the final test procedure (power measurement fine adjustment); the rms voltage read 14v (ac), which is outside the 70.7v +/- 0.3v (ac) specification. A "known good" rf board was installed in an attempt to isolate the failure, but the device still failed step 3.11. A "known good" voltage selector harness assembly was then installed, which resolved the issue, and the device subsequently passed step 3.11. Evaluation of the failed voltage selector harness assembly revealed that it measured 793 ohms when set in a 110v (ac) setting; it should measure an electrical closed circuit. Finally, audible distortion was noted while the volume control was adjusted during the final test, causing the device to fail step 3.6 of the final test procedure. The volume control harness assembly was replaced, which resolved the issue. The complaint was confirmed; the failed voltage selector harness assembly could have prevented the user from achieving roll-off. The issues identified likely occurred due to long or extended use of the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number.